Event description:
Reporter alleged the blood glucose monitoring device generated falsely high readings where he passed out and was treated. Reporter stated meter read 366 mg/dl at noon and took 2.25 units of insulin prior to passing out at 4 pm due to low blood glucose. Reporter indicated being treated by a relative with a glucagon shot to elevate glucose. Reporter stated using controls however level one and two tested out of range. A request was made for the return of the suspect device and replacement product was sent.